Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Typical causes for this type of event include issues with sample quality or insufficient analyzer maintenance. The provided calibration and qc data was found to be in range.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was >10000 miu/ml and with an automatic dilution, the repeat result was 45.21 miu/ml. This result was reported outside of the laboratory. The sample was repeated and the result was >10000 miu/ml and with an automatic dilution, the repeat result was 67083 miu/ml. This result was reported to the physician as a corrected result. The customer repeated testing again and the result was >10000 miu/ml and with an automatic dilution, the result was 62457 miu/ml. The patient was not adversely affected. The reagent lot number was 24044405 with an expiration date of 31-aug-2018. The field service representative could not determine a cause. All samples, calibrations, and qc samples tested before and after result were normal. He checked the sample probe voltage and physical condition which were normal. The customer performed liquid flow cleaning and normal maintenance. All calibrations and qc were within specifications with no errors.